Manufacturer narrative:
Device passed displacement test, delivery accuracy test, basic occlusion, occlusion test, prime and excessive no delivery test. Motor passed motor test. No motor error alarm. Device received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, stained end cap sticker and stained address number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the device had alarmed a motor error. The customer's blood glucose during the incident was 584 mg/dl. The customer was able to complete the insulin pump rewind. The insulin pump will be returned for analysis.